Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was selected to close a patent foramen ovale (pfo). It was reported the physician and the attendee did a right and left heart catheterization via radial approach. The device was prepped in normal sterile fashion. A .018 wire was only used for the right heart catheterization to advance the swan into the superior vena cava. A .035 j wire was used to cross the defect and was exchanged for an amplatz super stiff. The device was placed on the .035 j wire and when attendee the felt they were across the septum the wire was removed. Upon initial deployment, the left disc was in the tunnel of the pfo. The device was recaptured, the defect re-crossed with a wire and the device was successfully deployed in the mid atrium. With utilization of intracardiac echocardiography, the surrounding anatomy was interpreted for any abnormalities or effusion. None were noted. Upon completion of the case, approximated 55 minutes after the patient left the lab and was in recovery, the physician was notified that the patient experienced cardiac tamponade with dropping pressures. The patient was moved to the operating room for an emergent closure of a .5cm defect in the "globe" of the left atrium. Cause of the perforation could not be determined. The surgeon noted that the device was in position and was not removed.